Event description:
On july 10th, the user contacted dario to report high blood glucose (bg) readings. The user reported that three weeks prior, she received a bg reading of 200 mg/dl from her dario meter, when according to the user, her normal range is 100 mg/dl. The user also stated that due to the above, she purchased another device, which she used to test her bg and it was found to read in normal range for the user.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.